Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') in an adult female patient who had essure (batch no. C55840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute vaginitis, perineal pain and pelvic pain female. Concurrent conditions included irritable bowel syndrome, polycystic ovarian syndrome, menstruation delayed, bruising, muscle spasm, multiple caesarean sections, ovarian cyst, vaginal pain and dysuria. Concomitant products included clonazepam since 2014 , fluoxetine since 2014 , ibuprofen and omeprazole (omeprazol) since 2014 . On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced alopecia ("alopecia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)") and visual impairment ("vision/eye problems type: sensitive"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion medically significant), panic attack ("panic attack"), pruritus ("skin itching"), back pain ("lower back pain") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2016, the patient experienced amnesia ("lost memory"). In (B)(6) 2016, the patient experienced photophobia ("vision/eye problems; (type: sensitive)"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced headache ("headaches"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), nausea ("nausea"), gastritis ("gastritis") and pain in extremity ("leg pain"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2017, the patient experienced vaginal infection ("infections/ vaginitis"). In (B)(6) 2017, the patient experienced dysuria ("bladder or urinary problems or changes"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), dysgeusia ("parageusia"), abdominal pain ("abdominal pain"), rash ("rash") and depression ("depression"). The patient was treated with underwent treatment due to complications. Essure treatment was not changed. At the time of the report, the pelvic pain, dyspareunia, headache, fatigue, alopecia, vaginal infection, hot flush, vaginal haemorrhage, heavy menstrual bleeding, panic attack, pruritus, migraine, nausea, tooth disorder, amnesia, dysmenorrhoea, photophobia, gastritis, back pain, abdominal pain and pain in extremity had not resolved and the menstrual disorder, dysgeusia, dysuria, anxiety, visual impairment, vaginal discharge and rash outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, fatigue, gastritis, headache, heavy menstrual bleeding, hot flush, menstrual disorder, migraine, nausea, pain in extremity, panic attack, pelvic pain, photophobia, pruritus, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: patient underwent treatment due to complications from the essure device. Plaintiff received treatment for pain, bleeding, injury related to essure , menstruation issues, dysmenorrhea (cramping) , vaginal discharge essure plugs were placed without difficulty with 3 coils into the uterine cavity bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion; on (B)(6) 2019: satisfactory microinsert placement bilaterally. Bilateral tubal occlusion. Imaging procedure - on (B)(6) 2019: result : unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: medical history, reporter information were added. Lab data, rcc were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.